Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device memories of the pacemaker could not be read during a regular follow-up performed on (B)(6) 2021. No episode was recorded in the device memory. However, during the previous follow-up, several arrhythmia episodes were recorded in the device memory. In addition, it was impossible to select the lead impedance curve tab to print it. Upon ending the device interrogation session, an error message was displayed on the screen.

Event description:
Reportedly, the device memories of the pacemaker could not be read during a regular follow-up performed on (B)(6) 2021. No episode was recorded in the device memory. However, during the previous follow-up, several arrhythmia episodes were recorded in the device memory. In addition, it was impossible to select the lead impedance curve tab to print it. Upon ending the device interrogation session, an error message was displayed on the screen.